Event description:
User facility reported device was removed from use with pt and user was unable to lock needle into protection device. No adverse effects to pt or user reported.

Manufacturer narrative:
One used device was returned for eval. Visual inspection found the needle exposed and extended past its capture shelf. Stress marks were noted on the hinge mechanism and tab with a score lone scratched into the capture shelf. During functional testing, the needle was reset to its original positions. Once reset, the device was found to operate as intended. The original position of the needles, along with the stress marks and score lines are indicative of the needle arms being extended past its capture shelf during product use. No evidence was found to suggest the reported event was related to an intrinsic product fault.